Manufacturer narrative:
An examination of the device showed one of the four crown tips have broken off. The broken tip was returned but cause for breakage could not be determined with confidence.

Event description:
While inserting the guide into hip portal, it was pushed against acetabulum and piece of crown tip drill guide broke off. The metal tip that broke off was lodged into acetabulum and was retrieved using an arthroscopic grasper. An alternative guide was used to complete the case. No patient injury or other complications were reported.